Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: conclusion on the system was not stable and not operational during the tests even if it was fine-tuned few days before. Either the system deviates quickly because of a high rate of use, or it could be linked to a non-optimal spot preparation quality. Conclusion on the identification: based on the complaint description, the expected identification was nocardia anaemia (identification confirmed by sequencing dna). Nocardia anaemia is not present in the vitek ms kb v3.0 used by the customer. There is a system limitation mentioned in the vitek ms v3.0 knowledge base clinical use 161150-556 - b : "testing of species not found in the database may result in an unidentified result or a misidentification". Thirty-nine (39) tests have been made on the strain and the expected result (no identification because the species is not in the kb) was obtained for 32 tests - 82% of correct identification and 18% of incorrect results. It could be interesting to do new tests with an operational system and good spot preparation to see if the identification performance is better. Suspected cause of the issue: - known system limitation (species not in the kb 3.0). - non-optimal fine tuning of the system. - non-optimal spot preparation.

Event description:
A customer in (B)(6) notified biomerieux of misidentification associated with vitek® ms instrument (reference 410895). The customer reported that a nocardia isolate was misidentified on the vitek® ms instrument. The instrument was repaired in april 2018 and revalidated for identification of five (5) common nocardia species (n. Veteran, n. Cyriacigeorgica, n. Farcinica, n.brasiliensis and n.nova). Four (4) out of five (5) isolates matched the susceptibility profiles. The vitek ms instrument identified the latest isolate nocardia farcinica (99.7%), however when susceptibility testing was performed the antimicrobial pattern did not match the identification. Repeat testing on the vitek ms instrument failed to give an identification of the organism. The isolate was also tested on the bruker maldi-tof ms which only identified the organism to the species level (bruker ID = nocardia species). Dna sequencing identified the isolate as nocardia anaemia and the susceptibility pattern matched the identification. Testing was on the same isolate. Suffix -1 was pre ms result and the n.farcinica result. Suffix -2 indicates testing on the same isolate as below. (B)(6). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health.